Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after experiencing multiple insulin occlusion alarms, including continued alerts after changing the infusion site. The patient reported that blood glucose levels were not affected and were within range at 174 mg/dl. The agent recommended that the patient change all supplies, noting the use of prefilled cartridges. The patient acknowledged the recommendation and stated they would call back if another occlusion alarm occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.